Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have a damaged comb. The comb and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design issue. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country:(B) (6).

Event description:
It was reported that outside of surgery the device is in need of annual calibration and preventive maintenance. There was no patient involvement. During product evaluation, it was found that the comb was damaged. Due diligence is complete and there is no additional information available.